Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: during a case the unit booted up normally and when the camera head was inserted the screen went black and they lost image. Image was black on the preview screen and monitor. They were able to see image count and white balance wording on screen. Rep changed the input from hdmi1 to hdmi2 and they were able to continue the case and complete successfully. Oob unit [update - full loss of image for 3-4 minutes] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be the hdmi cable connection to the ccu. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.